Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. The reported product is not expected to be returned as the customer discarded the product. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable test due to receiving a "replace sensor" message upon scanning the adc freestyle libre sensor. Customer experienced symptoms of fatigue, dehydration, frequent urination, confusion, blurred vision, and was incapable of self-treating. The customer had contact with a healthcare provider and was administered "2 bags" of unspecified intravenous fluids for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.